Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp fenestrated bipolar forceps instrument did not move as commanded by the surgeon. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and was advised that it is unknown if the instrument moved in the same direction of the surgeon's commands, or in the opposite direction.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the single port (sp) fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and a dislodged cable crimp makes the cable appear to be broken. The crimp is located approximately 32.34 mm from the distal tip. The crimp was found approximately 39mm from the distal tip. Due to the dislodged crimp, the instrument failed manual articulation at the yaw input and exhibited imprecise motion when tested on the in-house system. Additionally, the sp fenestrated bipolar forceps instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded; a lag or delay in the motion was observed due to the dislodged crimp. The instrument passed engagement and recognition. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.